Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd saf-t-intima IV catheter safety system leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Results: bd received one used unit for evaluation. Leak testing was performed on the returned unit and no leakage was observed. Based on evaluation in this sample received, we cannot confirm or associate this defect to manufacturing process. The returned sample did not show the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Process fmea (B)(4) was reviewed and there are proper controls in place to detect product malfunctions. P-eura (B)(4) show the procedures used to assemble this product. An absolute root cause for this incident could not be identified as we could not duplicate the reported issue with the returned sample. Conclusion: based on investigation results to date, root cause cannot be determined. No CAPA was opened since this issue could not be confirmed as manufacturing related.